Event description:
It is reported that the 8mm reamer head separated from the reamer shaft while being used over a guide wire. The reamer head was removed when guide wire was pulled.

Manufacturer narrative:
Evaluation summary: reamer shaft was returned and the head was not returned. Manufacturing records are in order and do not indicate any manufacturing anomalies. Since the reamer is flexible, any off-axis loading could have created tensile stresses causing product to fail. The conditions indicating how the reamer was inserted and loaded in the bone canal during surgery are unknown. To avoid reamer getting lodged during use, the reamer should be immediately stopped and retracted when there is too much resistance. It is also suggested that repeated cleaning of the adhering bone is required if the bone is very hard. Surgical technique suggests to use the reamers with the smallest diameter for initial reaming and then incremented to achieve efficient reaming. It is unknown whether the reaming technique correlated with the surgical technique. There is insufficient information provided to determine the root cause of the part failure. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.